Manufacturer narrative:
(B)(4). Date of initial report: 03/07/2017. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that the electrode kit, rfa15302, was used during the procedure and contained two electrodes. When starting the ablation treatment, only one electrode worked. The faulty one showed strange temperature readings starting at 90 degrees. A message was displayed stating there was not sufficient cooling. They changed the electrode and everything was fine and they could proceed with the treatment. There was no patient injury, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, and nothing fell into cavity.